Event description:
It was reported initially by a health care professional (hcp) that the patient experienced lethargy and was obtunded. She was admitted to the hospital emergency room (ER). The ER physician reported, the patient blood pressure had improved and had responded to narcan. The ER physician reported that the patient symptoms were the result of oral medicine and not the pump infusion. The patient status had improved. It was later reported by a different hcp that the patient had a seizure which was the cause of the event. They stated that the seizure and hospitalization occurred in washington but now the patient was back in california. The patient outcome was noted as no injury. The device system was used to deliver morphine and baclofen.

Manufacturer narrative:
Product ID, 8832 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient product ID, 8709sc lot# serial# (B)(4), implanted: 2007 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).